Event description:
Customer indicated the relion prime meter was giving low readings. On (B)(6) 2015 she was getting readings of 25, 26 so contacted customer service. After troubleshooting with the representative she got a reading of 141. She was not able to get more details on time frame for readings she provided. Caller does not believe the readings are accurate and feels meter is not working. No medical attention was provided and did not treat based on meter readings. Caller just ignored readings as she was feeling fine. Her technique is good; she is washing hand and using new lancets. She stores meter in her purse and kitchen counter. She has no control solution. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.